Manufacturer narrative:
The reported field event of inappropriate shock was confirmed in the laboratory. Review of the device image noted that inappropriate therapy was delivered due to noise on both the atrial and ventricular channels. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received multiple inappropriate shock therapies due to right ventricular lead noise. The device had prematurely reached elective replacement indicator due to the multiple shocks. The device was explanted and replaced. The patient condition was stable before, during, and after the procedure.